Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was treated topical steroids (date and duration not reported). The implanted device remains.